Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a black plastic rubber fell off after flushing saline by a syringe during a bronchoscopy case. A grasping forceps was used to retrieve the rubber from the patient's lung. There was no reported harm or injury to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information in d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. This event is caused by a component failure of the subject device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.